Event description:
Health professional reported "access port site pain" with hospitalization repositioning of port and "revision of adhesions" occurring. Health professional reported additional instance of "access port site pain" with hospitalization, "revision of adhesions", and port removal occuring to treat event. Health professional reported that the adhesions were considered a reasonable occurrence and not an adverse event.

Manufacturer narrative:
(B)(4). The reporter of the implant was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Based upon the model number and implant date provided by the reporter the connector type is assumed to be taper ii. Visual examination may determine the connector type associated with this report. Pain and adhesions are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pain as follows: "contraindications: the lap-band ap system is contraindicated in: pts who are known to have, or suspected to have an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices. Warnings: pts must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system." If there is total stoma outlet obstruction that does not responds to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the reported event of adhesions as follows: "gastric banding done as a revision procedure has a greater risk of complications. Prior abdominal surgery is commonly associated with adhesions involving the stomach. In the (B)(4) study, (B)(4) of the (B)(6) pts undergoing revisions were reported to have developed adhesions involving the stomach. Care and time must be taken to adequately release the adhesions to provide access, exposure and mobilization of the stomach for a revision procedure." These events were initially reported on the pt's original lap-band ap system, of which the band portion remained implanted, on medwatch MFR report 2024601-2010-00867.